Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, decrease in visual acuity due to iol opacification. This led to the explantation of the affected iol and implantation of a new lens. Additional information was requested

Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the FDA eval codes of b21, c21, and d16 were an error. These should have been b14, b22, c20 and d15 on the original MDR. Additional information provided in d.10., h.3. And h.11. The product was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The information provided indicated the lens was implanted (B)(6) 2008. The specific lens model was not provided. The product lot number was not provided. Not enough information was provided for further investigation. Due diligence has been performed in an attempt to obtain further information on this event. The manufacturer internal reference number is: (B)(4).